Event description:
It was reported that the patient underwent a procedure for implant of artificial cervical disc at c4-c5 at 24 months post-op, patient has calcification anterior to the implant. No additional treatment was reported.

Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies were returned to the manufacturer.